Event description:
As reported on (B)(6), 2013, a patient of unknown age and gender presented for a dialysis procedure. During the procedure, when the treating physician pulled the tunneler under the skin, the catheter fractured. There was no report of permanent harm or injury to the patient due to this event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device and additional information regarding the event and patient outcome. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).